Manufacturer narrative:
Device was serviced at the customer site. The issue was unable to be replicated during testing. The syringe driver was replaced. The device subsequently passed all applicable testing.

Event description:
It was reported that during perfusion, message code 270 (syringes need replacement) was delivered to the user. Troubleshooting, including a perfusion stop/start was attempted. After the device re-entered liver on board mode, the message code recurred. It was noted at this point that the infusions have been delivered medication up to this point. The device user attempted to adjust the syringe driver, but was unsuccessful and the driver was unmovable. Cleaning of the driver was attempted which successfully allowed for the manual adjustment of the driver. A second perfusion stop/start was attempted and the user confirmed that infusions were now delivering normally. Approximately seven to eight hours later, a recurrence of message code 270 occurred. Troubleshooting was unsuccessful and the infusion lines were clamped and the infusions were manually delivered. Following perfusion, the liver was successfully transplanted.